Event description:
It was reported that the patient experienced infection with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed, the incision washed out and a tactra penile prosthesis implanted. There were no device malfunctions associated with the explanted ipp. Once the patient had healed, a replacement surgery was performed in which the malleable device was removed and a new ipp system was implanted. The patient fully recovered following the procedure.